Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the oxygen adaptor couln't connect with the oxygen flow meter.

Manufacturer narrative:
(B)(4). The device was received by the manufacturer, but the investigation is incomplete at this time. The device history record (DHR) showed that there were no functional issues related to the molded component (adaptor) involved in this complaint. A CAPA file #(B)(4) was opened. This CAPA is owned by r & d. According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Change order form for the design updated approved and dhf has been updated. All production from (B)(6) 2016 forward is with the updated (B)(4) snap adaptor component. CAPA (B)(4) is currently under effectiveness verification.

Event description:
The customer alleges that the oxygen adaptor couldn't connect with the oxygen flow meter.